Manufacturer narrative:
It is unknown if the device will be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number: 1121308-2019-00010.

Event description:
This is 1 of 2 reports. A sales representative reported in behalf of the customer that a patient had an unspecified adverse reaction with tg221 tenoglide tendon protector sheet. The date of the event was not specified. It was unknown if there was surgery delay or medical intervention done to the patient. Additional information has been requested but no other clinical information has been provided.

Manufacturer narrative:
Filed in error. We could not obtain additional information related to the ae¿s.